Manufacturer narrative:
The investigation for the hemolysis has been completed. The pump was not returned for investigation. The data log shows motor current spikes to 1600 while running at a steady p-level, followed by a drop in pump flow and elevated placement signals. No abnormalities were reported in the optical signal parameters and cvp. As per the clinical report, the pump was in a good position during the reported hemolysis event. The cause of the hemolysis issue was most likely biomaterial. The instructions for use for the rp smartassist system with automated impella controller states the following: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ corrections to the initial MFR report: g1 corrected MFR site name and address.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella rp flex support and they experienced hemolysis. Staff tried to lower the p level and the position of the pump was confirmed. The pump was explanted.